Event description:
There was a crack found on the shaft of the tracker excel-14 microcatheter during the procedure. The patient's condition was not affected by this event. Through additional information requested through a company representative boston scientific/target was notified that: "the crack was at 7.5 cm away from the tip. The device was inspected prior to the procedure. No resistance or friction was felt prior to the crack."